Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. Forced lead impedance measurements were performed at the received parameters which showed normal values. Finally, series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Upon analysis this event will be udpated.

Event description:
Boston scientific received information that an elective replacement took place and this pulse generator (pg) was implanted. Upon performing post operative testing it was noted that the implanted pg did not sense or pace. This device was explanted and replaced with a competitor device. The leads implanted are also competitor leads. No adverse patient effects were reported.